Manufacturer narrative:
As mentioned in the complaint description, the ICD could not be interrogated. The inspection of the electrical module revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. These damages clearly indicate a shock delivery into an external short circuit, consistent with the spot of molten titanium observed during the visual inspection of the ICD and the damages observed in the lead insulation. The analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approximately 37 months, it was reported that the ICD could not be interrogated and failed to deliver therapy. A possible insulation breach of the lead was assumed. The lead and ICD were returned to biotronik. No adverse patient side effects have been reported.